Manufacturer narrative:
(B)(6). (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic selective devascularization (esd) procedure performed on (B)(6) 2021. During the procedure, when the device was attempted to be deployed inside the patient, the band did not deploy from the ligator head. The device was removed and the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device outside the patient was provided by the customer and it was observed that the suture thread was cut from the ligation head. It was confirmed with the customer that this was done to remove the device from the endoscope after the reported event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic selective devascularization (esd) procedure performed on (B)(6), 2021. During the procedure, when the device was attempted to be deployed inside the patient, the band did not deploy from the ligator head. The device was removed and the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device outside the patient was provided by the customer and it was observed that the suture thread was cut from the ligation head. It was confirmed with the customer that this was done to remove the device from the endoscope after the reported event.

Manufacturer narrative:
Section e: this event was reported by the distributor. The physician is: (B)(6) block e1 (initial reporter address 2): (B)(6)block h6: medical device problem code a050501 captures the reportable event of band unable to deploy. Block h10: investigation results the returned speedband superview super 7 was analyzed. A visual evaluation noted that the handle assembly and ligator head were returned with the device. It was noted that the tripwire was kinked. The tripwire was secured, and the slack was correctly taken up. The ligator head returned with six bands attached and the suture thread returned with the seven knots attached to the distal trip wire loop. Microscopic examination was performed, and it was found that the ligator head teeth were bent. Media analysis was performed on the photo provided by the customer. The photo shows the trip wire and the handle assembly, the trip wire was slightly kinked. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other problems with the device were noted. The reported event of failure to deploy bands was confirmed. Based on the investigation of previously reported similar events, boston scientific has determined the most probable root cause for this event was traced to the manufacturing process. This problem is likely to happen if the knots that hold the suture of the bands in the ligating unit untangled from it. An investigation is in place to address this problem. Additionally, the trip wire was found kinked. This could have been generated due to user manipulation and/or the technique used during the procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications.